Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, a conclusion code of known inherent risk was chosen as the allegation relates to malposition of the reservoir and bowel obstruction which are addressed in the labeling and risk documentation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with bowel obstruction. The medical staff suspected that the reservoir location in abdomen could be the issue. The ipp was functional, but the reservoir was replaced in a new location. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with bowel obstruction. The medical staff suspected that the reservoir location in abdomen could be the issue. The ipp was functional, but the reservoir was replaced in a new location. No further patient complications were reported.